Event description:
This device was returned for basic preventive service. There was no complaint against the device. During servicing, it was noted that the high pressure alarm and dump mechanism were not functioning properly. There was no death or injury, as this malfunction was discovered during servicing with no patient involvement.